Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a primary right hip implant due to a fall approximately sometime in 2014. She has been experiencing pain since the implant.